Event description:
No additional information received from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. Corrected field: d9. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found no image and error e315 (non-compatible endoscope) was displayed. In addition, the following reportable malfunction was identified during the device evaluation: missing rubber. Based on the results of the investigation, it is likely the following led to the malfunctions: no image/error code was due to degradation problem identified and missing rubber was due to stress problem identified. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had no image the issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.